Event description:
The customer reported a patient had a 31 beat run of vtach that was delayed in being announced at the information center ix.. No adverse event was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient had a 31 beat run of vtach that was delayed in being announced at the information center ix.. The patient was not described to have been harmed however philips has considered that medical intervention to preclude permanent impairment may have been warranted for this patient.